Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) relative to a questeion regarding respiking a solution bag during dwell 1/4 of the hp's automated peritoneal dialysis therapy. Reportedly, a solution bag had fallen and became disconnected from the supply line of the homechoice set as it had been stacked on top of another solution bag during therapy. The hp then reconnected the solution bag. Baxter's tsc assisted the hp's spouse in ending therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident, per the hp's spouse.